Manufacturer narrative:
The MFR svc rep performed an on-site investigation and was unable to reproduce the problem. The system is operating as intended.

Event description:
The customer reported the collimator was not working properly on the 9900 system. No pt injury was reported.